Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4) study. This complaint is being reported based on the event of atelectasis that required hospitalization. On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced atelectasis and was hospitalized for treatment. The patient was treated with systemic corticosteroids. The patient was discharged from the hospital on (B)(6) 2015. The event is considered to be resolved. Baseline spirometry values visit date: (B)(6) 2015. Pre-bronchodilator, fev1: 1.79, fev1 % predicted: 81.00, fvc: 3.17, fvc % predicted: 120.00. Additional information received on 02nov2015 the patient's atelectasis was treated with methylprednisolone.

Manufacturer narrative:
(B)(4). Atelectasis. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed..

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry clinical study. This complaint is being reported based on the event of atelectasis that required hospitalization. On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced atelectasis and was hospitalized for treatment. The patient was treated with systemic corticosteroids. The patient was discharged from the hospital on (B)(6) 2015. The event is considered to be resolved. Baseline spirometry values. Visit date: (B)(6) 2015. Pre-bronchodilator; fev1: 1.79; fev1 % predicted: 81.00; fvc: 3.17; fvc % predicted: 120.00.